Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. The root cause of the placement signal issue could not be determined as no product or logs were returned for analysis and limited information was provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. It was reported that the placement signal was absent with no active alarm. Motor current and flows were monitored. While on support, the patient had a cerebral study that indicated the patient did not have any brain activity. The patient was made dnr and the family withdrew care. The patient expired.